Event description:
Customer reported the dose area product (dap) is off by approximately 75%. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found dap to be out of tolerance by 1.24%. Ge rep performed the dap calibration. System operates as intended. (B) (4).